Manufacturer narrative:
The ventilator was reported to fail the pressure transducer test during pre-use check. Our service technician on site replaced the pressure transducer pcb. After replacement the ventilator passed pre-use check and was returned for clinical use. The replaced part was not returned for investigation and the device logs are not available. A defect pressure transducer may lead to high pressure build-up in the patient circuit. If this pressure rises above the preset alarm level for high pressure the safety valve will open. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or logs are available, the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).